Manufacturer narrative:
Address- the full establishment name of the customer is (B)(6). The subject device was evaluated. Device inspection found clogged a/w (air/water) tube . In addition, the bending cover was found stained, the insertion unit was wrinkled. The sw1 and sw2 (switches) worn and discolored. The fe (function elevator) knob discolored, contact pin of the el (electrical connector) corroded. The grip part was discolored, lever of the right/left angulation was detached and protector was broken. Based on evaluation finding, clogged nozzle was observed during inspection and this likely attributed to a/w issue customer reported. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer during reprocessing reported with an issue of a/w (air/water) supply function was not good. The user facility completed the intended procedure with similar device . There are no more than 15 minutes delay in the procedure. There was no patient harm or injury reported due to the event. Device inspection found the a/w tube was clogged. This report is being submitted for clogged a/w tube observed on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation of an air/water nozzle issue due to a clogged air/water tube, the root cause was unable to be identified; however, the event was most likely caused by foreign matter (for example, fragments of silicon rubber used in the endoscope room, waste cloth or paper towel used in the reprocess). It is possible that the event occurred because (fiber, etc.) Entered the air supply / water supply channel of the device. Since the details of the foreign matter clogged in the air supply / water supply channel are unknown, further estimation is difficult. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the auxiliary water channel (where existing), must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.